Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port to the foley balloon was leaking after insertion. A registered nurse placed a red cap at end of port to prevent further leakage and balloon deflation. This intervention was successful, as the patient was highly anxious and reinserting another foley catheter could have detrimental to the patient. No medical intervention was reported.

Event description:
It was reported that the port to the foley balloon was leaking after insertion. A registered nurse placed a red cap at end of port to prevent further leakage and balloon deflation. This intervention was successful, as the patient was highly anxious and reinserting another foley catheter could have detrimental to the patient. No medical intervention was reported. Per follow up via email on 20jul2024, it was reported that the port to the balloon was leaking after insertion. The patient was very high anxiety, and a re-insertion would have been detrimental. Registered nurse placed red cap on end of port to prevent further leaking and catheter to come out due to balloon deflating.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿valve does not close fully". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Directions for use: proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use ofless than 10cc can result in asymmetrically inflated balloon. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck." Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.